Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: 4524-53, lead, implanted: (B)(6) 1993.

Event description:
It was reported that the right atrial (ra) lead had low impedance, and an insulation breach was suspected. The lead was capped and replaced. It was also reported that the right ventricular (rv) lead was returned to the manufacturer after being capped during an upgrade and later explanted. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.